Manufacturer narrative:
Siemens sent the sample for hbt and nabt testing. The cause for the elevated advia centaur toxoplasma g results from this patient and baby appears to be due to heterophilic antibody interference since the results became negative after treatment with an hbt tube. As stated in the limitations section of the instructions for use "human anti-mouse antibodies (hama) or heterophile antibodies may be present in samples from individuals exposed to mouse or animal immunoglobulins from natural sources or as part of disease therapies. These antibodies may interfere with the advia centaur toxo g assay and give falsely positive or falsely negative results. These samples should not be tested.

Event description:
Customer observed a positive advia centaur xp toxoplasma g (toxog) result on a mother and baby. Previous results from the mother from alternate methods were negative. There are no reports that treatment was altered or prescribed or adverse health consequences due to the positive advia centaur toxoplasma g results.